Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a desat alarm for an infant was not transmitted via bed-to-bed overview on the afternoon of (B)(6) 2018. The device was in use monitoring a patient. There was no patient incident alleged.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.